Event description:
It was reported that an arteriotomy closure of a common femoral artery was achieved using a proglide device after a left main coronary artery and mid left anterior descending coronary artery stenting interventional procedure. Reportedly, four days post-procedure the patient was hospitalized with a hematoma and anemia. No treatment was given. The hematoma resolved without sequela four days later. The physician is reportedly trained in the use of the perclose device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device referenced was being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. The hematomas were located in the left and right groins following bilateral catheterization. A proglide device was used in both groins.